Event description:
It was reported that pump displayed malfunction alarm malf 0 caused by software error, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue pump use, and was instructed to call back if malfunction alarm occurred again.